Manufacturer narrative:
(B)(4). Eval, results: (endoleak), lack of info (unk cause of type iii endoleak). Conclusion: lack of info (unk cause of type iii endoleak).

Event description:
An aneurx abdominal stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm over nine years ago. Aneurysm and vessel morphology from the time of implant are unk. Currently the aneurysm diameter is 9 cm. The vessels were mildly calcified and mildly tortuous. The aortic neck was 22 mm in diameter below the renal arteries. The pt presented with severe back pain and a CT demonstrated that there was a fabric type iii endoleak in the middle portion of the ipsilateral limb. An angiogram was performed and confirmed the endoleak. A 25 mm diameter aneurx iliac limb was implanted and the type iii endoleak was resolved. No add'l clinical sequelae were reported and the pt is fine.